Event description:
Our office in (B)(4) received a report from a female pt who reported she experienced ocular redness and reported that the 'surface skin of her eyes had come off' after using consept 1 step. The pt reported that she saw a doctor five times during a month period of time. She treated with levofloxacin eye drops, fluorometholone eye drops, fradiomycin sulfate / methylprednisolone drops (combination product) and rebamipide. The pt stated that the doctor indicated that the hydrogen peroxide solution had probably caused the event. She stated that she added the neutralizing tablet and the solution was pink but she had not inverted the lens cup prior to inserting the lenses. The pt did not report any loss of vision. See companion reports: 3004178847-2013-00006 (device 3) and 2020664-2013-10003 (device 1).

Manufacturer narrative:
(B)(4). Preliminary chemistry testing of the returned unit was performed at (B)(4) quality control lab; results were within specifications. Additional testing will be performed at the mfg site. Chemistry eval results for retained tablets from the same lot were within specifications. A review of the mfg records for the reported lot was performed; no deviations were noted and product met specifications. The root cause has not been established. All pertinent info available to the MFR has been submitted.